Event description:
It was reported that after successful deployment of the xience prime stent at 14 atmospheres for ten seconds with one inflation in the predilated left circumflex artery through a radial approach, the stent delivery system (sds) only partially deflated when negative pressure was held for 15 seconds. An attempt was made to puncture the balloon with a guidewire, but this was unsuccessful. The sds was pulled into the 6 french non-abbott guiding catheter and became stuck. Resistance was felt during the attempt to remove the sds. The shaft of the sds became kinked and the proximal shaft separated outside the anatomy. During the stenting procedure, prior to the attempt to remove the sds, the patient experienced arm pain. The sds, guidewire, guiding catheter with broken portion of sds shaft, and radial sheath were removed together as a single unit. The arm pain then resolved. Outside of the anatomy, the shaft of the sds was then cut to try and deflate the residual contrast, but this was not successful. After vessel access was obtained through the right groin, the target lesion was post dilated. This device issue reportedly caused a clinically significant delay in the procedure due to losing the radial access site. The patient was given versed/fentanyl for sedation during the procedure. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: failure to hold negative pressure for the indicated time period. The device was returned for evaluation. The reported shaft kink and shaft separation were confirmed. The reported difficult/partial deflation and difficulty/resistance removing the device from the guiding catheter post-deployment could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Balloon dilatation catheter - trek, guiding catheter - 6 french ebu, medtronic, guidewire - balance middle weight 190 cm, inflation device - 20/30 priority pack, sheath - terumo glide sheath 6 fr.